Event description:
After the surgeon used the golden awl to prepare the lateral hole, he placed the 4 ultrabriad sutures onto the ultra peek footprint anchor. When he tapped the footprint the eyelet broke. Surgeon went ahead to place the whole footprint into the patient's shoulder, he was not happy. The second footprint he used was also of the same batch number as the one that broke. The initial anchor was left in place. The broken portion was secure in the patient¿s bone however it was without sutures. The surgeon created another hole to hold the sutures of the footprint by drilling a new hole next to the one that had cracked eyelet. He did this because the medial role sutures were unable to hold the cracked eyelet of the footprint that was faulty.

Manufacturer narrative:
Only the delivery device was retuned for evaluation. The delivery unit was examined and the inner driver was found to be bent, consistent with possible off axis insertion. Per the instructions for use, footprint ultra pk suture anchor, ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole.¿ no root cause related to the manufacture of the device can be established. (B)(4).